Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report: 1627487-2012-09050, 09052. The pt received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2005. It was reported, the pt experienced discomfort towards the middle of her back. The pt also reported inadequate and weaker stimulation. A full parameter diagnostic indicated invalid impedance values on some contacts. A surgical intervention was undertaken to address the discomfort. Upon opening up, the mid-back incision, the physician noted the leads had been disconnected from the extension. The physician re-connected the leads. The pt was reprogrammed. The pt reported effective coverage and the issues were resolved. No further pt complications were reported.